Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the preparation of debridement utilizing a versajet, no water flowed from the handpiece. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, a relationship between the report event and device could not be established. A visual inspection was performed and showed the piston assembly was in the upper position within the chamfer. There appeared to be no blockage at the distal output orifice. Functional inspection was performed and showed there was water flow as the feed line was connected to the water supply. The unit primed as the console was ramped up. The unit primed and cut. No problem found. Probable root cause may be an obstruction or connection issue. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.